Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the the fan was noisy and the power cord bay door latch tabs were broken. Analysis also indicated that the stylus was not operational and the cursor did not move. These parts were replaced and the software was reloaded and updated. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer fan made a grinding sound, and the cable compartment cover needed to be replaced. The programmer was returned to service. No patient complications have been reported as a result of this event.